Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The investigation shows that the bone screw, cross-pin, 2.0xxmm broke as a result of too high torsional forces in forced rupture mode during the insertion. The chemical composition conforms to the specification ¿ tial6v4 (ti grade 5). The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
It was reported that during a case, the screw head and shaft broke at the middle junction. The thread of the screw that was insterted was left in the patient. The company representative was not present for the case. The surgery was completed successfully, with no adverse consequences reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a case, the screw head and shaft broke at the middle junction. The thread of the screw that was inserted was left in the patient. The company representative was not present for the case. The surgery was completed successfully, with no adverse consequences reported.